Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance and an increase in threshold from 0.75 v, 0.5 ms to 1.5 v, 0.5 ms. The programmed mode of the patient's pulse generator was changed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.